Event description:
Prior to a laparoscopic cholecystectomy procedure, the tyvek was not sealed to the blister on two devices. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.